Manufacturer narrative:
Expiration date: requested, unknown. UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name - requested, unknown. Establishment name - (B)(6) medical center. Health professional- unknown. Occupation- unknown. Manufacture date - requested, unknown . (B)(4). The actual device has been returned for evaluation. It was unclear whether the actual sample returned to us was infected, we are only able to check it through the plastic bag. Visual inspection of the actual sample found that peeling of outer layer (ptfe coating) had occurred at the middle and the proximal sections. It was considered that the burrs mentioned in the complaint referred to these sections. No other external anomalies were observed in the other areas of the actual sample. Review of the manufacturing record and the product release judgement record of the september-2021 lot (19k) confirmed there was no problem in them. A search of the complaint file found no other similar reports associated with the september-2021 lot (19k) from other facilities. As the peeling of outer layer (ptfe coating) was observed in the middle and the proximal sections of the shaft of the actual sample, it was assumed that the abrasion load exceeding the limit strength of the product was applied when some hard object came into strong contact with the surface of the outer layer (ptfe coated) of the actual sample. Therefore, using the torque device as an example of a hard object, the following simulation tests were conducted. A torque device that comes with the product was inserted in a factory retained visiglide, tightened sufficiently, and then removed from the visiglide. As a result, no peeling of outer layer occurred. A metal torque device was inserted in a factory retained visiglide, tightened sufficiently, and then removed from the visiglide. As a result, peeling of outer layer occurred. During the investigation, the peeling of outer layer (ptfe coating) was observed in the middle and the proximal sections of the shaft of the actual sample. As one of the possibilities, it was inferred that the peeling of outer layer might have been caused by the abrasion load exceeding the limit strength of the product when some hard object (such as a concurrently used device) might have come into strong contact with the actual sample. However, as the inspection of the actual sample was limited since its infectiousness was unclear, the definite cause of occurrence could not be determined. Relevant IFU (instructions for use) reference: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory. (B)(4).

Event description:
The user facility reported that during an ercp case, after the insertion and withdrawal of the device(s) through the guidewire, burrs occurred in the guidewire (peeling of coating occurred). The product code of the concurrently used devices and the number of times they were inserted/withdrawn through the guidewire were unknown. The position where the peeling of coating occurred was near the proximal end and the middle of the guidewire shaft. The black coating peeled off exposing the metal part. The event occurred intra-operative. The patient did not require medical or surgical intervention to prevent injury or blood loss. The patient was not harmed.